Event description:
Procedure: thoraco/pneumothorax (apical portion of the left lung). Reportedly, the patient had this same surgery previously. During the procedure, the device was fired and the surgeon pulled the black return knob to open the device. Then bleeding occurred and approximately 190 cc of blood was lost. At that point, the procedure was converted to an open procedure and it was confirmed that the staples had not been formed. The tissue was treated with hand sewing to complete.